Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: d4: the device serial/lot number and expiration date are currently unknown. Therefore, the device UDI is currently unknown. H4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a cranial vault procedure, the tip of a single-use drill bit was discovered to be missing when the instrument was returned to the scrub nurse. It was reported that the detachment of the bit was not witnessed by staff, prompting an immediate search of the surgical field and postoperative imaging to rule out a retained fragment. It was reported that the x-ray was negative for a retained foreign object. There were no reports of injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.